Event description:
The customer stated she was hospitalized for low blood glucose, and the reading was 48 mg/dl. Prior to the hospitalization, the customer stated she began feeling ill after bolusing for a meal. Her blood glucose reading was 68 mg/dl and eventually reached 48 mg/dl. Troubleshooting was done and all of the insulin pump programming was correct. Also found that the customer had not eaten the entire meal that she had bolused for prior to the hospitalization. The customer stated she vomited the food at the hospital. The customer also stated that she has a kidney condition and has been sick. The customer stated she sometimes experiences low blood glucose levels when she is sick.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.